Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected cgm app shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review showed a structured query language (sql) error, however the reported event of an unexpected cgm app shut-off was undetermined. The probable cause cannot be determined.